Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test, verify battery out limit alarm, or verify scrolling numbers due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and esc and act buttons do not clear alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery out limit but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.